Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure during the cauterization of a saphenous vein the vasoview hemopro vh-3500 jaw broke off the hinge (the jaw completely snapped off). They noticed no issue while inserting the device nor any issue while burning a few branches prior to this happening. The jaws were not slightly open during the initial insertion. They opened a new kit and retrieved the broken piece; the hp device jaw was able to grab the piece and remove it from the tunnel. No pieces were left in the leg. No additional incisions or procedures. There was no vein damage, excess bleeding, or burns to the patient. 5- minute delay in the harvest.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 12/21/2022. An investigation was conducted on 01/10/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The cannula and c-ring were observed to be intact with no visual defects. The heater wire and gray silicone insulation of the jaws was observed to be intact with no visual defects observed. The cold jaw was returned separately from the harvesting device and was observed to be snapped off the harvesting device. Based on the returned condition of the device and results of the investigation, the reported failure "break; jaw" was confirmed. The lot # 3000271001 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.